Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, at third inflation, it was noted that the balloon ruptured at 8 am. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified no tears or holes were visible in the balloon material. All blades were securely bonded and no damage to the blades were noted. As there was solidified media present in the balloon and inflation lumen, the device was soaked at 37 degrees celsius in to order to soften the media to facilitate balloon inflation. When an attempt was made to inflate the balloon, a pinhole leak was identified. The pinhole was located approximately 5mm distal to the proximal markerband. No issues were identified with the balloon material which could potentially have contributed to the leak. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination was completed on the shaft of the device. Multiple kinking was evident along the hypotube and shaft polymer extrusion. The shaft extrusion was stretched and damaged. No other damage was present.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, at third inflation, it was noted that the balloon ruptured at 8atm. The procedure was completed with another of same device. No patient complications were reported.